Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/13/2026. An investigation was conducted on 03/17/2026. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot #3000528623 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the hemopro 2 power supply timed out while harvesting a radial artery. It appears to be after multiple cuts were already performed. The harvester is aware of the feedback mechanism that shuts off the power supply after long cuts or multiple rapid cuts. The surgeon was ultimately able to finish the procedure by opening a new kit as opposed to waiting for the polyfuse to reset. The power supply setting was 3. Minimal delay. No harm to patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.